Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 65-70 (mg/dl). Reportedly, the customer did not consume lunch on that day which caused the customer to experience the low bg level. To treat the low bg level, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.